Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked with a boo sound. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.